Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. Despite our attempts, olympus was unable to obtain the cleaning sterilization and disinfection (cds) process performed at the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the oes cystonephrofiberscope tested positive for an unexpected contamination. The issue was found at reprocessing during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: bending section rubber leak; bending section rubber glue defect; image guide bundle fiber breaking; image guide bundle spider webs. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of cyf-5 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents"; chapter "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for 1 colony forming units (cfus) of unspecified revivable microorganisms which, is conforming to standard. Despite our attempts, olympus was unable to obtain the cleaning sterilization and disinfection (cds) process performed at the user facility. Sections b3, b5 and b6 have been updated to reflect the additional information received by the customer. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
During a follow - up with the user facility, it was confirmed that: during the sampling, the scope tested positive for 1 colony forming units (cfus) of saprophyte environnementale.